Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device makes noise and does not move, was confirmed. It was found that the motor sticks and was rusty. Also the fischer cap was missing and the device had a loose connection. The defective motor was replaced, the device was modified as per the specifications of the manufacturer, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor. The corroded motor has a tendency to stick and not turn, hence is responsible for the issue reported by the customer. Also the missing fischer cap and the loose connection are most likely a result of user mishandling of the device. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the handpiece device made noise but was not moving. During in-house engineering evaluation, it was determined that the motor on the device was sticking as it was corroded. There was no procedure nor patient involvement reported. No additional information was provided.